Manufacturer narrative:
(B)(4). Vyaire field service technician went onsite and found that main power supply board was bad. Technician tested and met all factory specification and did operational verification test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault error on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.